Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on (B)(6) 2016 the customer went to the hospital after experiencing an elevated blood glucose (bg) level of 522 mg/dl and diabetic ketoacidosis (dka). While at the hospital, the customer was treated with an insulin drip. The customer was released from the hospital on (B)(6) 2016, with the issue resolved and no permanent damage to the customer. Reportedly, the customer alleged that the pump was miscalculating the bolus deliveries. Review of the pump data logbook showed that the bolus deliveries were being calculated correctly. Tandem technical support explained that the bolus amount that was being calculated may have been different due to having insulin on board (iob - active insulin in the body), additionally, the customer confirmed that the customer was able to see insulin drips coming out of the tubing prior to the hospitalization. The customer acknowledged the information provided and confirmed pump therapy would be resumed.